Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a contact regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regulatory pain syndrome type I. It was reported that the patient had poor telemetry, was unable to charge, and recharging was taking too long. It is stated that the patient has difficulty connecting, loses connectivity, and has a thermometer screen on their recharger. The patient is very skinny and their stimulator is tilted; therefore, they were redirected to their healthcare professional to evaluate the pocket site of the patient's stimulator. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.